Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the event was unknown. It is unknown if the hernia was pre-existing or a new diagnosis. As treatment of the hernia, the patient underwent hernia repair on the same day as the event onset. The patient remained hospitalized for seven days for unrelated events. Therapy remained ongoing. At the time of this report, the patient is recovering from the hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.